Event description:
Per the clinic, the patient experienced poor performance with the device, nausea and dizziness upon stimulation, with atypical impedance observed on the odd-numbered electrodes. Reprogramming attempts were made, however the issue could not be resolved. The implanted device remains. There are plans to explant the device and reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.